Event description:
Additional information received on (B)(6) 2012 noted that the patient was seen today and was being scheduled for a revision. Impedance was out on all electrodes. Additional information received noted that the patient was revised on (B)(6) 2012.

Event description:
Additional information showed the patient was doing well following revision surgery.

Event description:
It was reported the patient was feeling intermittent stimulation from their device, starting on (B)(6) 2012. The patient reported sciatic pain on his left side, down his left leg. Turning stimulation up did not resolve the problem, and the patient did not feel a change in stimulation. It was stated the patient's leg would give out on him, and he fell frequently. It was stated he fell on (B)(6) 2012, then later stated he had fallen on (B)(6) 2012. On (B)(6) 2012, it was stated the patient "hadn't slept in a week." The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3708340, serial# (B)(4), explanted: (B)(6) 2012, product typ extension. Product ID 3708340, serial# (B)(4), explanted: (B)(6) 2012, product typ extension. (B)(4).

Manufacturer narrative:
Product ID: 3998, lot# v020688, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).